Event description:
It was reported by that patient that "I have one of those defective lead wires, I was in the hospital friday night and was released on sunday." The patient also stated that he had pain "that ran from the center of my chest to my right side where the device is and down my right arm." A nuclear stress test was given as well an an EKG. A followup phone call was placed to the physician's office. It was noted that the patient had not been seen since 2008 and they had no further information about the patient. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by that patient that "I have one of those defective lead wires, I was in the hospital friday night and was released on sunday." The patient also stated that he had pain "that ran from the center of my chest to my right side where the device is and down my right arm." A nuclear stress test was given as well an an EKG. A followup phone call was placed to the physician's office. It was noted that the patient had not been seen since 2008 and they had no further information about the patient. The deviceis still in use. No further patient complications were reported as a result of this event. It was further reported that the lead was fractured. The lead was capped and replaced.